Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that an aspiration issue occurred. A 2.4mm jetstream&#59416;c atherectomy catheter was selected for an atherectomy procedure for a chronic total occlusion in the superficial femoral artery. During the procedure, the catheter bogged down, it started sputtering and wasn't spinning and then it stopped working. The catheter was removed and the procedure was completed with balloon angioplasty. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an aspiration issue occurred. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure for a chronic total occlusion in the superficial femoral artery. During the procedure, the catheter bogged down, it started sputtering and wasn¿t spinning and then it stopped working. The catheter was removed and the procedure was completed with balloon angioplasty. No patient complications were reported and the patient's condition was fine.